Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg29-i20c-us is available in the USA with a 510k number k231249. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image missing. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module. In addition, our technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the objective lens cloudy (not clear view), the insertion flexible tube compressed (short in length), the objective lens scratched, the r/l pulley wire rupture, and the cmos module with drive pcb objective lens cracked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).